Event description:
A patient called to inform resmed that the insulation on the sullivan v he has been using for about 10 years broke down and he has alleged that it affected his lungs.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the alleged malfunction at this time. The patient did not seek any medical attention, therefore the cause of his clinical signs are unknown. Resmed has conducted extensive investigations into all foreseeable sources of patient injury or hazard to health resulting from foam degradation. The test results and risk assessments demonstrate that the likelihood of injury related to this issue is remote.